Manufacturer narrative:
The device and competitor's lead remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. There was also one measurement of only 20 ohms recorded. High impedance values were observed in all vectors when tested individually. Device data was submitted to engineering for review. However, the data provided did not offer further insight into the cause of the high impedance. It was found the shock impedance had been high since (B)(6) 2017, the vector breakdown indicated the high impedances occurred in vectors that included the rv coil, and there had been no shocks delivered since the impedance measurements went high. The available information indicates an issue with the rv conductor coil of the lead, or a lead-to-device connection. A commanded 1.1 joule and maximum energy shock was suggested to test the lead integrity. No adverse patient effects were reported.